Event description:
A journal article was received titled: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134. Reportedly: late postoperative complication of femoral shortness (mean 9.4mm) in nine patients was reported. Device was reported as synthes product. A copy of the journal article is being submitted with this medwatch. This report is for an end cap of the pfna system. This is 4 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.